Manufacturer narrative:
Citation: abu-anza o., et al. The safety and efficacy of transcatheter pulmonary valve replacement combined with electrophysiology procedures. Pediatr cardiol. 2021 feb;42(2):289-293. Doi: 10.1007/s00246-020-02481-1. Epub 2020 oct 13. Earliest date of publish used for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) patient with tetralogy of fallot congenital heart disease and an unspecified cardiac arrhythmia with an implanted pacemaker. The patient had previously had right ventricular outflow tract (rvot) reconstruction using a medtronic 16-mm contegra bioprosthetic valved conduit. The patient eventually developed pulmonary stenosis (ps), requiring transcatheter implantation with a medtronic melody bioprosthetic valve in the pulmonary position. No additional adverse patient effects or product performance issues were reported.